Manufacturer narrative:
The reported incident that bone screw, t7, 2.7x16mm was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to a probable inadequate angulation of the pre drilled hole. Investigation summary: one bone screw, t7, diam. 2.7xxxmm broken during surgery, was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the removal. The fracture surface shows the typical flow structures of a ductile torsional breakage. Due to the high torsional forces the wings of the torx have been partially strong damaged/sheared off. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Another root cause could be a non-axial turn in of the screw in the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2015, variax dr xxl surgery was performed. When the surgeon was inserting the bone screw into the plate shaft, the screw broken. According to the surgery, probably, the angle of the screw insertion was different to the angle of drilled hole. The shaft of the broken screw remained in the patient.

Event description:
On (B)(6) 2015, variax dr xxl surgery was performed. When the surgeon was inserting the bone screw into the plate shaft, the screw broken. According to the surgery, probably, the angle of the screw insertion was different to the angle of drilled hole. The shaft of the broken screw remained in the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.